Event description:
It was reported that the atrial lead had high, unstable thresholds and intermittent undersensing. The lead had likely partially dislodged. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was subsequently repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.